Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Eighteen (18) samples were provided for investigation. The results of the investigation confirmed that the hole was not punched out on the filters. The device quality and manufacturing history records (DHR) review found the device was manufactured according to specification. Root cause investigation: improper line clearance. At start up, the machine and operator are dialing in the correct parameters, and until conforming product is made, line clearance needs to be performed. This was not done effectively.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation is on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the event description: the filters arrived with the center hole still in tact. The hole in the middle was not punched out.